Event description:
Pens leaking insulin [device leakage]. Major hypos and nearly passed out [hypoglycaemia]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a consumer from (B)(6), concerns a female patient, who was treated with novorapid penfill (fast acting insulin aspart) and used novopen echo (insulin delivery device), therapy, and experienced "major hypos and nearly passed out" and "pens leaking insulin" beginning on an unknown date. Patient height: not reported. Medical history: not reported. The patient had reportedly been taking novorapid penfill from an unknown date. On an unknown date, the patient developed major hypos while on treatment with novorapid penfill and novopen echo. It has also been reported that the pen was leaking insulin. Action taken to novorapid penfill was not reported. The overall outcome of the events "hypoglycaemia" and "device leakage" was reported as "unknown".